Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained, revealing the lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients s2 lead displayed high impedance resulting in ineffective stimulation. Surgical intervention may take place to address the issue.